Manufacturer narrative:
Correction: samples were provided by the customer. The following fields have been updated: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 2020-05-26. Investigation: h.6. Investigation summary: customer returned (4) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the needles scratch the injection site causing pain and the needle went through the shield due to reshielding and there is bruising. No needle through shield was observed as no inner shield was returned with the samples. All samples were tested for point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 32g: 0.0090¿-0.0095¿): data: point outer diameter (in) lube sample 1 good 0.0091 good sample 2 good 0.0091 good sample 3 good 0.0092 good sample 4 good 0.0091 good all observations fall within specifications. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications occurrence: a complaint history check was performed and this is the 1st related complaint for harm scratches, npi pain, & npi blunt on lot # 8135635. This is the 2nd related complaint for harm bruising/bleeding & needle through shield on lot # 8135635. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ pen needle pierced through the shield during use after the injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer stated, some of the pen needles scratch her injection site going in causing pain but she does get her dosage stated, her doctor gave her some over the counter ointment to treat bruising 6 pen needles affected consumer re-shields after injections, she mentioned, needle is sticking through the shield as a result of her re-shielding. Only happened once"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: occurrence: a complaint history check was performed and this is the 1st related complaint for harm scratches, npi pain, & npi blunt on lot # 8135635. This is the 2nd related complaint for harm bruising/bleeding & needle through shield on lot # 8135635. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ pen needle pierced through the shield during use after the injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer stated, some of the pen needles scratch her injection site going in causing pain but she does get her dosage. Stated, her doctor gave her some over the counter ointment to treat bruising 6 pen needles affected. Consumer re-shields after injections, she mentioned, needle is sticking through the shield as a result of her re-shielding. Only happened once."